Event description:
It was reported that during a da vinci thyroidectomy procedure, the harmonic curved shears insert broke and a piece fell into the patient. The piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Multiple attempts have been made to obtain the accessory back however at the time of this report the accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.